Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) had not worked since the patient¿s implant on (B)(6) 2015. The patient stated that they were getting an MRI of their brain because of their pre-existing condition of multiple sclerosis (ms) from 2014. The brain MRI was not related to the device or therapy. The patient was also getting a spinal MRI due to their pain. The patient stated that they had pain that would not leave them alone since 2015. The patient reported that they had a back surgery in (B)(6) 2016. Information was requested about putting the stimulation into MRI mode so that the patient could have their MRI done the day of the report, (B)(6) 2016. It was reported that during education and troubleshooting, the patient pushed some wrong buttons that were resolved during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.